Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with increased capture threshold after leaving the procedure room following implant of the right ventricular lead. A chest x-ray was performed, and this was revealed that the lead had perforated. The patient was taken for revision, where the lead was successfully repositioned on (B)(6) 2021. The patient was in stable condition.